Event description:
It was observed during the device inspection that subject device has blackout during angulation adjustment. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the following malfunction was identified "blackout during angulation adjustment". The likely cause could be random component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.